Event description:
It was reported that non physiological artifacts were seen during provocation testing involving this electrode. Low amplitude signals were seen and a possible electrode fracture was alleged. The device data was requested to be reviewed. Technical services (ts) reviewed the device data and noticed that the signal amplitudes have shown a decrease since implant. Ts recommended possible programming options, and discussed considering a review of the device positioning to assure the system positioning has not changes since implant. The electrode remains implanted. No adverse patient effects were reported.